Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 582 mg/dl on cgm. Reportedly the customer disconnected from pump to shower and forgot to reconnect. Elevated bg was addressed via a correction injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.